Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm and continued using the pump for insulin therapy. The customer's blood glucose level ranged from 324-325 mg/dl. The customer declined to troubleshoot with tandem technical support.